Event description:
It was reported that pump experienced repeated malfunctions identified by malfunction alarm 12 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use pump after resetting malfunction and planned to use alternate insulin method if needed, while technical support arranged shipment of replacement pump.